Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin was squirted while priming and insulin pump was suddenly power down without low battery warning. Customer's blood glucose value was unknown. Customer also stated that insulin pump received unexplained no delivery alarm also battery life was diminished from day one use. Customer stated insulin pump rejected new batteries and possible leak near reservoir compartment. Customer stated there was no low reservoir warning. The device will not be return for analysis.